Event description:
Info received indicates the head section of bed is slowly drifting down overnight.

Manufacturer narrative:
The technician isolated the issue to the check valve assembly. He replaced the check valve assembly to repair the bed.